Event description:
It was reported that during implant the implantable pulse generator (ipg) setscrews appeared to ratchet down but the lead was never secured and could pull out of the ipg header. A new device was placed which successfully secured the leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device had a damaged connector. The returned device indicated a loose/detached set screw. The returned device indicated a damaged set screw. The returned device indicated the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.